Event description:
The customer reported the ventilator operates momentarily on battery power then gives a depleted battery message and shuts down with alarm. The customer reported the device was not in use, therefore, there was no patient involvement or harm. The manufacturers field service engineer (fse) was able to duplicate the reported problem. If the backup battery depletes during usage, the ventilator will shut down and an audible power fail alarm will activate. Per the device operators manual, when the ventilator is powered by the backup battery, it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state, a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued. The fse replaced the backup battery to address the reported problem. Applicable final testing was completed per operating specifications and passed. Proper care, maintenance and testing should be performed when using battery power sources.